Event description:
It was reported that the patient implanted with this pacemaker and right atrial (ra) lead presented for magnetic resonance imaging (MRI). During a device check prior to the MRI, high out of range ra pacing impedance measurements greater than 2,000 ohms was observed. The MRI was cancelled, the lead configuration was reprogrammed to unipolar and the patient was referred to their physician for follow up. No adverse patient effects were reported. This product remains implanted and in service. Subsequently, the lead was explanted and is expected to be returned for analysis; however, not yet received. No adverse effects were reported during the revision procedure.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that the patient implanted with this pacemaker and right atrial (ra) lead presented for magnetic resonance imaging (MRI). During a device check prior to the MRI, high out of range ra pacing impedance measurements greater than 2,000 ohms was observed. The MRI was cancelled, the lead configuration was reprogrammed to unipolar and the patient was referred to their physician for follow up. No adverse patient effects were reported. This product remains implanted and in service. Subsequently, the lead was explanted and returned for analysis. No adverse effects were reported during the revision procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break at approximately 23 cm from the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that cycle fatigue while implanted, caused the outer conductor coil to break.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this pacemaker and right atrial (ra) lead presented for magnetic resonance imaging (MRI). During a device check prior to the MRI, high out of range ra pacing impedance measurements greater than 2,000 ohms was observed. The MRI was cancelled, the lead configuration was reprogrammed to unipolar and the patient was referred to their physician for follow up. No adverse patient effects were reported. This product remains implanted and in service.